Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right atrial (ra) lead exhibited noise over-sensing and insulation damage was observed. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition. An insulation damage was as well observed. The ra lead was capped and replaced on (B)(6) 2024. The patient was stable.